Manufacturer narrative:
The customer did not wash their hands prior to testing. As per the contour xt blood glucose monitoring system, "wash and dry hands well before handling to keep the meter and test strips free of water, oils and other contaminants." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that within 5 minutes, he obtained blood glucose readings of 26 mmol/l and 6.4 mmol/l on the contour xt meter. During the call, the customer performed three additional blood glucose tests, which were acceptable. There was no allegation of an adverse event. During the follow-up call, the customer stated that the device was performing as expected, therefore, she refused to return the device for evaluation or receive a replacement device. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour xt meter and no manufacturing anomalies were found. Section h4 of the initial report indicated the device manufacture date for the contour xt meter with serial # (B)(6) s (B)(6) 2015. The correct device manufacture date is 12-dec-2015. Section h4 has been updated.